Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) oversensed atrial flutter on the ventricular channel, leading into pacing inhibition with asystole of more than two seconds, inappropriate shock and anti-tachycardia pacing (atp). It is suspected a lead dislodgment. Additionally, it has been exhibiting low amplitude. Technical services (ts) recommended troubleshooting options and the plan for now is treat with medication. This ctr-d system remains in service. No adverse patient effects were reported.